Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013188 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013188 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 09-may-2025, with a total of (B)(4) units. The sub-assembly: assembly the lot 5e00314 was manufactured according to the work instruction (wi) version 29 and assembled in the quickset line, on 09-may-2025, with a total of (B)(4) units. The lot 5e02211 was manufactured according to the work instruction (wi) version 29 and assembled in the quickset line, on 10-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5e00296 was manufactured according to the work instruction (wi) version 42 and manufactured in the line mp04 and mp08, on 08-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was from the quick release. No further information available.